Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarm noted during analysis.

Event description:
It was reported that the customer have been in the intensive care unit and received an insulin pump that is not functioning. The customer mentioned having multiple no delivery alarms and troubleshooting was declined as she had done multiple times in the past and the anomaly continued. The caller requested a replacement for the current model. Two days later, the customer called back to report again the no delivery alarm, and her blood glucose reading was 250mg/dl. Called back the customer twice to get more information regarding her admission with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.